Event description:
The customer reported this chronic right atrial lead had high threshold measurements (3.2v @ 1ms) and was near low end of impedance range (320 ohms). This lead was surgically abandoned (capped) and a new ra lead was successfully implanted. To date, no adverse pt effects were reported. The lead was actively implanted for approximately 5 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not returned for analysis. As a result, the reported allegation cannot be confirmed. To date, no adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.